Event description:
According to additional information received, the malleable had also become infected. The penis was left without any implanted material in order to heal before a decision is made about what to implant in the future. This is planned for approximately (B)(6) 2026.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient has a complicated penile prosthesis history with infection. The patient also has a significant history of delayed wound healing from previous orthopedic surgeries. A malleable was inserted in order to keep the space open however, the malleable was explanted due to distal erosion through the urethral meatus and an open wound from drain tube which failed to heal after malleable insertion. It was decided to leave the corpora empty to facilitate healing and patient will use a vacuum erection device and tadalafil to ensure length is retained as much as possible.